Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had multiple error alarm and had failed the self test also. Customer's blood glucose level was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error 24 alarm during testing causing screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to pump error 24 alarm loop. Pump error 40 unknown.